Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after disconnecting for a shower and inquiring about pausing insulin; the highest reported blood glucose was 380 mg/dl, and alerts for high glucose persisted for over 90 minutes. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance from others, no ketone testing, and self-management by attempting a bolus via introducing a meal, after which glucose reportedly decreased to 167 mg/dl. Troubleshooting and education were provided, including advising against pausing insulin and against introducing a meal to obtain a bolus, and recommending consultation with the healthcare provider for a correction plan. Investigation included technical support review and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-managed with education provided and that the cause remained undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.